Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump made a loud noise and then went blank during normal use. The customer did not recall the blood glucose reading. The customer had already received a new battery cap. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm. After disconnecting and reconnecting the electronic assembly stack, the insulin pump powered up properly and no constant tone alarm noted. The problem was isolated to the electronic assembly. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners and stained end cap sticker.